Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a parastomal hernia repair procedure on (B)(6) 2015 and the mesh was implanted. The patient was seen post-operatively with no initial complications from the parastomal hernia. On 06/08/2016 the surgeon reported a recurrence of parastomal hernia. Following the procedure, the patient experienced unwell due to other health concerns and presented at eight months with a visible recurrence of her parastomal hernia. There is no further surgery planned at this stage. Revision has been required but not yet scheduled given other health issues of the patient. Additional information has been requested.